Manufacturer narrative:
Additional information was received that identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date

Event description:
It was reported that during npwt, a blockage occurred when the renasys touch device & power sup was being used. The problem was that the blockage alarm did not activated when this happened. There was no significant delay and the procedure was finished using a smith & nephew back up. Patient was not harmed.